Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6). The initial reporter also notified the FDA on 24 july, 2018. Medwatch report # mw5078576

Event description:
It was reported that after use of the unspecified bd insyte¿ autoguard¿ catheter, upon removal of the catheter only 1/4 of the catheter was still attached to the hub. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that after use of the unspecified bd insyte¿ autoguard¿ catheter, upon removal of the catheter only 1/4 of the catheter was still attached to the hub. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, product number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.